Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, pocket erosion was observed. The patient was treated with medication. The device remains implanted. Patient condition was good.